Event description:
It was reported by the patient that the patient's right knee was revised from stryker to competitor product due to catastrophic failure. After the primary, the patient had developed a severe rash on his entire back. The patient was tested and has an allergy to titanium and cocr. Two strands of gram negative strep were also discovered after the primary.

Manufacturer narrative:
An event regarding a possible allergic reaction involving a triathlon patellar component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no device was returned for review. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: DHR review was satisfactory. Complaint history review: there have been no previous similar reported events for this lot ID. Conclusions: the reported event relating to the patients suspected allergy cannot be confirmed. Medical records and allergy test reports detailing the patients allergies and severity of allergies are required to establish if the patient has an allergy to the implant materials. The material composition of the implants is referred to in the product IFU for the treating surgeon to refer to. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
It was reported by the patient that the patient's right knee was revised from stryker to competitor product due to catastrophic failure. After the primary, the patient had developed a severe rash on his entire back. The patient was tested and has an allergy to titanium and cocr. Two strands of gram negative strep were also discovered after the primary.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.